Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
Reportedly, two dragonfly opstar imaging catheters (10806775) were used during the procedure. The first catheter was selected for use, however, there was resistance felt during advancement, and the proximal end of the catheter became separated. Therefore, the imaging catheter was removed and the procedure continued with the second catheter. The second catheter was selected for use, however, the catheter failed to connect to the system. An error message "the dragonfly imaging catheter can¿t connect, error 124" was displayed. Therefore, the catheter was removed and a third dragonfly imaging catheter was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
A visual inspection and additional testing methods were performed on the returned device. The reported material separation was able to be visually confirmed; however, the difficulty to advance was unable to be confirmed since it was based on operational circumstances. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported difficulty to advance and material separation appear to be related to operational context. The catheter was noted to be bend which caused the reported difficulty to advance the catheter. While trying to advance the catheter, excess angulation to the strain relief was applied, resulting in the optical fiber and nitinol tube separation (material separation). In this case, it is likely the use or handling techniques employed caused the catheter damages. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.